Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: there was a call service 064 alarm found in the pump's black box. A 24 hour duration test successfully completed with no alarms or warnings being duplicated. Moisture was found on the motor wire and printed circuit board. The bolus button cover was detached from the pump. Unrelated to the moisture ingress, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.